Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was cracked on the reservoir compartment and had missing pieces. The customer's blood glucose level; was 166 mg/dl. The customer stated the damage was caused by regular wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed the united states.